Manufacturer narrative:
A beckman coulter laboratory solutions specialist (lss), was dispatched to the customer site and evaluated the au680 chemistry analyzer. Lss identified the failure mode as a malfunction of the mix bars as a result of use error. Lss indicated one or more of the mix rods had fallen off and one mix bar was bent. The user is to inspect the mix bars before analysis. Lss replaced the mix bars to resolve the issue. (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported erroneous patient results were generated for multiple analytes on the laboratory¿s au680 clinical chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event. Review of the reaction monitors for direct bilirubin was provided with a concentration of -0.48 (units not specified). Additional data and patient demographics were not provided by the customer.